Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received insulin flow blocked alarm. The customer's blood glucose was 112 mg/dl. The customer stated that they had no delivery alarm during the prime. Customer states insulin did not exit the tubing. Customer stated that the pump did not alarm no delivery with manual prime. The customer was advised to verify the connection is secure. The customer was advised to manually push plunger and verify exits the tubing. The insulin pump will not be returned for analysis.